Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# v005943, implanted: (B)(6) 2006, product type: lead. Product ID: 3389-40, lot# v005943, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7436, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 7426, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that after implantation of the stimulators, the patient¿s speech slowly began to worsen to the point where he was severely hypophonic and bradyphrenic at times when he attempted to speak. It was noted that over the prior few years, the patient had increasing stiffness and worsening posture and also had significant bradykinesia which increased when he walked. The patient underwent a revision of deep brain stimulation (dbs) leads a few years ago and at that time, it was noted that the leads dropped down the right side of his neck with the wires of both leads coming in contact with each other before they diverged into their respective generators in the bilateral chest. Additional information has been requested but was not available as of the date of this report. Refer to manufacturing report # 3004209178-2013-20611 for report on patient¿s second device.